Event description:
Medtronic received a report that after 1 day of patient use a cuff leak was suspected. The tube was replaced with new one. The customer reported that there was no patient harm.

Manufacturer narrative:
One sample was received for evaluation along with an obturator and the reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated after few seconds. A visual inspection was performed and it was observed the cuff had a small tear. If information is provided in the future, a supplemental report will be issued.